Event description:
It was reported that a malfunction alarm occurred due to malfunction code 0 and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs. The caller acknowledged and understood these instructions.